Event description:
Pt states she has not been using the curlin moog 6000 infusion pump that was sent in (B)(6) as it does not work properly. The pt could not remember what was wrong. Sn it is (B)(4) exp date 03/18/2018. Pt reports no side effects from pump malfunction. Pt did not say manufacturer was able to contact her re pump malfunction. Dose or amount: 35 mg, frequency: every 2 weeks, route: IV; dose or amount: 5 mg, frequency: every 2 weeks, route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: e75.21 disease, (B)(6).